Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6.

Event description:
Patient reported left side rupture, burning sensation in left axilla and pain in upper back. The report of there has been less strength in left arm has been deemed not device related. The device remains implanted.

Event description:
Patient reported left side rupture confirmed via MRI and CT scan. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.